Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 7. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.